Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received info that lead safety switch was activated and was observed for this right ventricular lead. Additionally, oversensing of noise was noted. Additional info indicated that the pt had a procedure that corresponded with the lss. This lead was re-programmed and remains in service. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.